Manufacturer narrative:
This report is for an unknown screwdriver/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4).

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient was scheduled to undergo a removal surgery for radius bone head fracture. The procedure had to be stopped with the patient under anesthesia because the incorrect removal device was prepared. The patient stayed in the hospital and their status was stable. This report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).